Manufacturer narrative:
A boston scientific technical services consultant discussed troubleshooting and system evaluation with the caller. Additional details were received over two years after the initial observations were reported that the system was still exhibiting noise. A revision procedure was performed and the rv lead and device were removed from service. The source of the clinical observations could not be conclusively identified. However, due to the patient's growth since implant, the lead had zero redundancy as advanced through the atrium into the rv. The device is expected to be returned for testing. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system was exhibiting low r-wave measurements and noise with some oversensing on the right ventricular (rv) channel. The patient has been asymptomatic. There has been no inappropriate therapy. The duration for the zones was extended. The caller stated that there has been some discussion of whether this patient needs the device. One week later, the device was programmed to monitor only. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted that the header is firmly attached to the device casing and all seal plugs are present and no holes were observed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--